Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6), 2010, the pt underwent treatment with a contralateral leg endoprosthesis. On (B)(6), 2011, another contralateral leg was implanted. After multiple attempts, no further info has been provided by the physician's office.